Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a 1 unit bolus that ended up being too much insulin. The customer's blood glucose (bg) level subsequently decreased to 46 mg/dl. Customer drank juice and consumed fruits to address bg. Reportedly, the customer continued to use the pump for insulin therapy.